Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and it was noted that the device was returned with the clip attached and with one arm activated. Also, the tension breaker had an indentation.. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that it is possible that the device could not open, due to a tangential asymmetric load being applied to only one clip during insertion or exit in the endoscope. This would increase the tension between the tension breaker and yoke joint, causing one arm to be activated. Since the clip did not had all the activations made, therefore a full deployment attempt of the device was not made and due to the device partial activation, the handle conditions could not be tested. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.